Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the healthcare provider (hcp) had reduced the patient¿s dose real low and the patient ¿can barely function¿. The hcp began reducing the dose at the end of (B)(6) 2013. The patient experienced some withdrawal at the end of (B)(6) and the end of (B)(6) 2013. The patient stated that the physician assistants (pa) at the hcp¿s office did not seem like they knew how to fill the pump and at the beginning of (B)(6) on of the pas gave the patient ¿far too less medication¿. Following the refill, the patient was called and told it was an emergency and he needed to return the next day, so they could change the medication. The patient began ¿having problems¿ before he returned to the clinic the next day. The patient was pale, sweaty and nauseated. The pump was last refilled on (B)(6) 2013 and the patient was seeking a new physician.

Event description:
It was reported that the patient had a seizure the night prior to the report and had spent most of the night in the hospital. The patient stated that he knew the event was due to the medication and was expecting to have more seizures. The patient had recently been dismissed by his managing physician and was searching for a new physician. The patient stated that at this point he did not care if they shut down the pump, take it out, and he goes back on oral medication. The patient stated that the pump delivered ¿325¿ mcg or mg of fentanyl and ¿only like 15 or 20 I think it was¿ of dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n172942005, implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
It was later reported that during the pump refill in (B)(6) 2013 the hcp reduced the patient's medication by half. The patient then suffered withdrawal and was unsure if the hcp raised the medication or just let him go through the withdrawal. The dose was again lowered on (B)(6) 2013 and the hcp told the patient that was his last refill and they would stretch it out so he had enough time to find a new hcp. It was noted that the patient's next refill date was for (B)(6) 2014. The patient stated that since approximately (B)(6) 2013 he had felt like he was receiving less drug and was in pain. The patient stated he was hurting so bad it felt like there was nothing in the pump at all. The patient was taking oxycontin 1-2 times daily if needed for breakthrough pain. Conflicting information as provided that the device delivered fentanyl and demerol.